Manufacturer narrative:
The patient¿s medications include aspirin, flonase, zymar, lisinopril, and metoprolol. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. It was reported the devices were implanted with no issue and the aneurysm appeared excluded. During routine ballooning of the proximal end of the trunk with a cook coda balloon catheter, the aorta reportedly ruptured proximal to the device. It was reported the balloon was extended ~75% outside of the trunk and the aorta was being ¿aggressively¿ ballooned when the rupture occurred. The physician stated the gore device did not cause or contribute to the rupture. The patient was converted to open repair in an attempt to fix the rupture. However, it was reported that before surgical repair could be performed, the patient expired due to blood loss from the rupture.